Event description:
A customer complained that when customer used excel off brand reagent strips customer's blood sugar results were significantly different. As an example, the customer stated that customer rec'd a reading of 47 mg/dl and then 200 mg/dl. These results were generated from separate finger sticks and done at approx the same time. The difference in readings could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were performed and were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Replacement product was provided to the customer. The complaint is considered closed for purposes of MDR.